Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 242 unopened racepacks. Analysis and results: there are no previous complaints of the same reference-batch. There are no units in our stock. Tested the needle attachment of the samples received and the results do not fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is justified. Taking into account that the results of samples received do not fulfill the OEM requirements. Actions on distributed product of this reference/batch: replace this code/batch to the customer or issue a refund. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation ongoing.

Event description:
Country of complaint: (B)(6). "The needle was already decoupled from the thread before opening the packaging. The needle separates easily from the thread when apparently, before opening the packaging, is coupled to it."